Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrow keypad buttons were intermittently unresponsive and required increased force to elicit a response. The ok keypad button responded appropriately. During investigation, evidence of contamination was found under the contrast, up and down key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the down arrow button was unresponsive when pressed. There was no reported patient impact associated with this complaint.